Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation a crack was observed in the lens after inserting it. The lens remained implanted as the physician thought it may be just affecting the periphery. The vision did not improve hence the surgeon decided to explant the lens in a secondary procedure. The lens was replaced with a different lens of the same power. Additional information has been requested.

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of new information regarding the suspect. G.9. Manufacturer report number corrected and reported under mfg site 9612169-2022-00080. The manufacturer internal reference number is: (B)(4).